Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the previously working remote monitor was no longer receiving power. Another electrical outlet was tried, but the monitor still did not receive power. A new power cord was sent for the patient to try. No patient complications have been reported as a result of this event. It was further reported by the patient that another electrical outlet was tried and the remote monitor was able to receive power.